Event description:
On 7/16/96, product was used following a ptca procedure and hemostasis was achieved. Later a hematoma started to form. Hemostasis was achieved following 10 minutes of manual compression. Later the hematoma started growing again. A clamp was applied for 8 hrs. Hemostasis was achieved. Pt required transfusion. On 7/30, pt was admitted to hosp with swelling and sanguinous drainage. No cultures were done. Pt was treated with antibiotics and discharged 8/2 with not further complications.